Manufacturer narrative:
No patient involvement. On (B)(6) 2016 a medtronic representative went to the site and found the system wouldn't boot up. He replaced the fuses and filter. System was fully functional during testing after the fuse replacement.

Event description:
A medtronic representative reported that the fuses on the o-arm mvs (mobile viewing station) blew. This was reported prior to surgery before the unit was in the room. No patient involvement.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) din rail finds that device was found to be fully functional with no problem found. Before applying 21vdc between contacts 7 and 10 9.8 ohms was measured. This is as expected. Energized, there is an audible click as the relay closes and between contacts 7 and 10 0.02 ohms was measured. This is as expected. No problem found with the assembly, both fuses good. The reported event could not be duplicated by medtronic personnel.